Event description:
The hosp reported that before a saphenous vein harvesting procedure, the image on the endoscope was blurry. No pt involvement was reported. The hosp did not report any pt complications.